Event description:
Information was received from a patient. It was reported that their second system was explanted because it wasn¿t working. The patient stated that the explant occurred sometime in 2011. It was unknown when the device was implanted. No patient symptoms were reported. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.